Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 x 15 ikazuchi; guide wire: runthrough ns; guide cath: taiga jl3.5 6f; stent: 2.5 x 28 xience v. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the hypotube and balloon and in the guide wire lumen. This is consistent with a guide wire being loaded into the lumen and use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the hypotube and jacket were separated 16 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating and the jacket was stretched and jagged at the separation. There was a kink in the hypotube 1.5 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous, moderately calcified, and 90% stenosed, which likely contributed to the failure to cross. Additionally, there were two bends in the hypotube, 3 cm proximal to the separation and 48.5cm distal to the separation. This damage was not reported during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported failure to cross, kink, shaft separation and subsequent bends appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the target lesion was in the left circumflex artery (lcx), with mild tortuosity, moderate calcification, a concentric and de novo lesion that was 90% stenosed. The target vessel diameter was 2.5 mm and the target vessel length was 28 mm. The lesion was crossed with a guide wire and pre-dilatation was performed. An attempt was made to cross the 2.5 x 28 mm xience v; however, it failed to cross, resulting in a kink in the proximal shaft. During removal of the device from the patient, the proximal shaft separated; however, the device was removed from the patient without issue. A new 2.5 x 28 mm xience v stent was used with no further issues reported. No patient effects were reported. No additional information was provided.